Manufacturer narrative:
E1: patient city: (B)(6) patient country: germany

Event description:
Reference number (B)(4). Event occurred in germany it was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.